Manufacturer narrative:
Based on the limited information available, it is not clear what role, if any, lava ultimate played in the reported outcome. Other factors, such as prior tooth history or dental treatments, may have played a role in the need for root canal.

Event description:
On (B)(6) 2016, a dental professional reported that a patient (age and gender not provided) required root canal therapy on tooth #18. This tooth received a lava ultimate cad/cam restorative for ts150 restoration on (B)(6) 2013. It was reported that the root canal therapy was performed on (B)(6) 2015.